Manufacturer narrative:
UDI: (B)(4). Investigation summary : according to the information received, it was reported that during an rotator cuff repair two of the expressew iii suture passer w/o hook failed. Another device was used to complete the procedure. The distal grasping mechanism failed. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received by the customer. The complaint device was received and evaluated. Visual observations revealed that the device is worn, scratches were found in the entire device. The shear pin is missing, and the assembly of the jaw mechanism was broken. The lower jaw was not in place and not returned for evaluation. The functional test was not performed due to the damage on the device. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection, this complaint can be confirmed. Upon further investigation it was found that the shear pin inside the handle of the device had failed, eliminating the linkage between the jaw lever and the actuator, preventing functionality of the jaw. This shear pin is a design feature to ensure that the tissue is clamped, and prevent loose bodies from leaving the device the possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the mechanism of the jaws; also, it is possible that the failure occurred due to excessive mechanical force while handling the device. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the distal grasping mechanism on the expressew iii suture passer w/o hook device failed. During in-house engineering evaluation, it was determined that the assembly of the jaw mechanism was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.